Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No blank display anomaly noted. Unable to perform the currents test due to keypad anomaly. No moisture damage found inside the insulin pump. The insulin pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratches on the display screen and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The insulin pump was not working. Customer had to stop using the device for awhile. The keypad was not responding. The blood glucose reading was 75 mg/dl. Customer stated that he went swimming with the insulin pump attached to body. The insulin pump will be replaced. Nothing further reported.